Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found.

Event description:
It was reported to nevro that the patient acquired sepsis. The patient was hospitalized and given antibiotics. Nevro attempted to obtain additional information regarding the nature of the issue, but none was available. The patient was discharged and there have been no reports of further complications regarding this event.